Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. The reported pop was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with two prostyle devices using the pre-close technique via an 8f sheath prior to an interventional watchman procedure. Reportedly, when ready to remove the second prostyle device, a 0.025" guide wire was attempted to be inserted; however, the guide wire would not go through guide wire exit port. A 0.035" wire was inserted and did not initially go through the exit port. A pop was felt, the wire was wiggled, the guide wire was able to be inserted and the prostyle device was removed. The sheath was upsized to greater than 8.5f and the watchman procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.